Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l73476, implanted: (B)(6) 2000, product type: lead. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
The consumer reported that they had their implantable neurostimulator (ins) removed about 10 years prior to the report and the lead was left in. In (B)(6) 2015 the patient got an infection and they went to the hospital where they were given antibiotics. They also found a lump at the ins pocket. In (B)(6) 2015 the infection returned and the patient was given more antibiotics. They did a colonoscopy and other testing and let the patient go. The infection returned in (B)(6) 2015 and they did the same thing as in (B)(6) 2015. In (B)(6) 2015 the patient went back to the emergency room and they admitted the patient. It was determined that the infection was coming from the lead and the ins pocket site. It was also felt that there may be an abscess. It was noted that the doctors did not want to remove the lead because the patient was a pain patient. Each time the patient went to the emergency room they were given antibiotics. The patient noted that at one time they were given flagyl which worked for about 3 weeks but the infection still came back. The patient was ill with chronic excruciating pain on their left side, chronic diarrhea, was vomiting, and was not able to walk. The patient wanted to find someone to take out the lead and clean up the infection so they would not be in pain and could continue to work. The patient was indicated for reflex sympathetic dystrophy and causalgia with complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.